Manufacturer narrative:
The date of event was reported as (B)(6) 2021, however this is after the date the manufacturer received the reported event. Initial reporter address: (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set completely separated from the tubing. This was observed while the patient was connected to the cycler. The patient pulled on their transfer set while connected to the cycler and the entire twist clamp "fell off". The transfer set was replaced. There was no report of patient injury; however, prophylactic antibiotics was administered. No additional information is available.